Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted the open wound on front of head/wound healing disorder was observed after implant of the device. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot#: va1ccz9, implanted: (B)(6) 2017, product type: lead. Product ID: 3387-40, lot#: va1b7xw, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that there was no system modification that took place in relation to the wound revision that was mentioned. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had a wound infection/open wound on the front of their head/wound healing disorder which was seen during examination on (B)(6) 2017. The etiology was noted as not related to the device or therapy and related to the implant procedure. The event resulted in an in-patient hospitalization, wound revision of one lead on (B)(6) 2017 and the other on (B)(6) 2017, with the patient given clindamycin and cotrimazol as an intervention. The event resolved without sequelae on (B)(6) 2017. No further complications are anticipated.